Event description:
It was reported that the user experienced recurrent low glucose about three hours after taking a dose of ¿manjaro,¿ with repeat lows after correction, alongside decreased appetite and a 30-pound weight loss; the medical device problem and device component were recorded as insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available information was insufficient to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.